Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) recommended customer give or take control of all of the universal surgical manipulators (usm) to surgeon side console (ssc2). Customer did as instructed by tse and the surgeon was able to control the usms from ssc2. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable cause is attributed to a hardware fault in wheel communication pointing to rear core fiber port on the surgeon side console.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that high-resolution stereo viewer (hrsv) on surgeon side console (ssc1) lost one eye image. Therefore, the surgeon decided to use ssc2 to continue with the procedure. However, the surgeon could not control universal surgical manipulators (usm) from ssc2. Tse found reviewed error 23 in the logs indicating that the blue fiber cable (bfc) connection issue from vision side cart (vsc) to ssc1. In addition, tse found that all instruments were assigned to ssc1. Tse had customer reassign all instruments from ssc 1 to ssc2, which resolved the issue. The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of error 23 may be attributed to user-induced problems including loosely connected, dirty, damaged, improperly seated, or disconnected blue fiber cable. The system is placed in a recoverable mode.